Manufacturer narrative:
Additional information: g2 (add source). Correction: e1: initial reporter country, previous g3: date received by MFR (update from 06/27/2024 to 06/28/2024). H4: the lot was manufactured between january 10, 2024 and january 11, 2024. H11: the two (2) actual devices and four (4) photographs of the samples were received for evaluation. Visual inspection of the photos and returned samples observed a small dark particle of foreign matter in only one (1) sample; the second sample appeared to have a bubble. The reported condition was verified in one sample and not verified in the second sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black and white particulate matter (pm) in two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.